Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receives a da vinci product to perform failure analysis. The endoscope was analyzed and found to have orientation issues. The endoscope was switched up/down, but the axis of rotation was stiff and could not be reversed. Failure analysis found attached endoscope adapter (aea) bearing friction, housing discoloration, and severe damage on the cable jacket. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (neck anastomosis) surgical procedure, the user indicated that the instruments appeared to move in the opposite direction after they pressed the up/down button on the endoscope. It was stated that the endoscope was difficult to be rotated. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the error logs and confirmed error 22020 indicating endoscope engagement failure. The tse advised the customer to reseat the sterile adapter (sa) and endoscope and to check the endoscope rotation axis manually. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event made it appear that the arms moved in reversed control. The endoscope was stiff, and the rotating shaft did not move freely when the user turned the endoscope manually. The endoscope issue was resolved with tse by reseating the sa and the endoscope. The customer was recommended to replace the endoscope, but the customer elected to continue the procedure using the same endoscope.